Event description:
Per the clinic, it was reproted that the device was explanted on (B)(6) 2020. The patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on 15 july 2020.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.